Event description:
It was reported to philips that the device during operational testing gives an inoperable error.

Event description:
It was reported to philips that the device during operational testing gives an inoperable error.

Event description:
It was reported to philips that the device during operational testing gives an inoperable error. There was no patient involvement. A customer requested assistance from a philips field service engineer (fse). Per the customer, the unit was experiencing spontaneous inoperable error message. Due to the noted issue, the fse requested replacement of the hv capacitor to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the hv capacitor, a replacement hv capacitor was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.